Event description:
Consumer stated that she removed pieces of the gauze from her vagina after using these tampons. Consumer stated that on (B)(6) 2026, her general practitioner found multiple gauze remnants in her vagina.